Event description:
It was reported that there was a ventricular lead warning, a capture management warning, and high impedance. The plan is to check the lead via carelink every three months and monitor the lead. The lead remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.